Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : unknown.

Event description:
An error occurred when trying to place the calibration plate on the laser, which read 'error while initializing the distance sensor. Switch off and back on the distance sensor before trying again.' After restarting registration, the laser was calibrated and registration was able to completed. The case was completed successfully. However, after the case was finished, the field service engineer (fse), tested to laser to see if the error was due to user error during the case, or if the issue was systemic. Again, when trying to calibrate the laser with the calibration plate, during contactless registration, the error 'error while initializing the distance sensor. Switch off and back on the distance sensor before trying again' populated the screen. The fse was continuously received this error despite restarting registration multiple times, double checking to insure the calibration plate was tightly fitted, as well as following all steps for laser calibration in order. The following day, another fse came onsite with a spare laser and calibration plate. Before testing the spare, he also reinstalled the calibration file, and still the issue persisted. He additionally tried using the spare plate with uci¿s laser and again the error occurred. However, when using the spare plate and spare laser, he was successful in completing the laser calibration and was able to move on with registration.

Manufacturer narrative:
It was reported on (B)(6) 2020 that an initialization error of the optical distance sensor (B)(6) occurred during surgery. After the surgery, the field service engineer decided to step again the optical distance sensor and the same error occurred multiple times. A spare optical distance sensor was tested the next day and worked correctly whereas the optical distance sensor (B)(6) showed the same failure again. Therefore, it can be supposed that the optical distance sensor (B)(6) has a malfunction. On (B)(6) 2020, brain accuracy checks were performed and showed that the problem is coming from the optical distance sensor (B)(6) as the checks passed with another one. Between those tests, surgeries were performed with no accuracy or registration issues. With all those elements, it can be determined that the optical distance sensor has a malfunction and cannot be used anymore. The most probable root cause of this event is that an electrical issue is preventing the optical distance sensor (B)(6) from initializing correctly. However, this cannot be confirmed as the product was not returned to manufacturing site for analysis purposes (product is considered as lost). A new optical distance sensor was ordered and installed. The event described in the complaint is confirmed.

Event description:
An error occurred when trying to place the calibration plate on the laser, which read 'error while initializing the distance sensor. Switch off and back on the distance sensor before trying again.' After restarting registration, the laser was calibrated and registration was able to completed. The case was completed successfully. However, after the case was finished, the field service engineer (fse), tested to laser to see if the error was due to user error during the case, or if the issue was systemic. Again, when trying to calibrate the laser with the calibration plate, during contactless registration, the error 'error while initializing the distance sensor. Switch off and back on the distance sensor before trying again' populated the screen. The fse was continuously received this error despite restarting registration multiple times, double checking to insure the calibration plate was tightly fitted, as well as following all steps for laser calibration in order. The following day, another fse came onsite with a spare laser and calibration plate. Before testing the spare, he also reinstalled the calibration file, and still the issue persisted. He additionally tried using the spare plate with uci¿s laser and again the error occurred. However, when using the spare plate and spare laser, he was successful in completing the laser calibration and was able to move on with registration.

Event description:
An error occurred when trying to place the calibration plate on the laser, which read 'error while initializing the distance sensor. Switch off and back on the distance sensor before trying again.' After restarting registration, the laser was calibrated and registration was able to completed. The case was completed successfully. However, after the case was finished, the field service engineer (fse), tested to laser to see if the error was due to user error during the case, or if the issue was systemic. Again, when trying to calibrate the laser with the calibration plate, during contactless registration, the error 'error while initializing the distance sensor. Switch off and back on the distance sensor before trying again' populated the screen. The fse was continuously received this error despite restarting registration multiple times, double checking to insure the calibration plate was tightly fitted, as well as following all steps for laser calibration in order. The following day, another fse came onsite with a spare laser and calibration plate. Before testing the spare, he also reinstalled the calibration file, and still the issue persisted. He additionally tried using the spare plate with uci¿s laser and again the error occurred. However, when using the spare plate and spare laser, he was successful in completing the laser calibration and was able to move on with registration.

Manufacturer narrative:
It was reported on 22-jun-2020 that an initialization error of the optical distance sensor (B)(6) occurred during surgery. After the surgery, the field service engineer decided to step again the optical distance sensor and the same error occurred multiple times. A spare optical distance sensor was tested the next day and worked correctly whereas the optical distance sensor (B)(6) showed the same failure again. Therefore, it can be supposed that the optical distance sensor (B)(6) has a malfunction. On (B)(6) 2020, brain accuracy checks were performed and showed that the problem is coming from the optical distance sensor (B)(6) as the checks passed with another one. Between those tests, surgeries were performed with no accuracy or registration issues. This optical distance sensor and its offset plate were returned at manufacturing site. Several tests were performed: visual inspection: no visible damage to the optical distance sensor or its offset plate. Testing with a testing robot: the error described in the complaint description was reproduced. The message "error while initializing the distance sensor. Switch off and back on the distance sensor before trying again." Was appearing each time it was tried to start registration with the optical distance sensor. This error message corresponds to an electrical issue that prevents the optical distance sensor from initialize. Physical inspection of the wiring of the optical distance sensor: the cable connecting the optical distance sensor to the robot arm was stripped and the wiring was inspected. No disconnection of the pins was visible. More, a testing of the connections was performed with a voltmeter and did not identify any misconnection. Therefore, the cause of this electrical issue could not be determined. With all those elements, it can be determined that the optical distance sensor has an electrical malfunction and cannot be used anymore. The most probable root cause of this event is that an electrical issue is preventing the optical distance sensor (B)(6) from initializing correctly. D4: UDI#: (B)(4).